Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was deployed to treat the lesion. However, after stent deployment, the orthogonal views of deployed stent revealed a distal edge dissection. A 2.50 x 16 synergy drug-eluting stent was then advanced to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.